Event description:
A lead extraction procedure commenced to remove a capped right ventricular (rv) lead due to redundancy. An active rv and a right atrial (ra) lead were present in the patient, but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath, advancement was achieved to the ra when the patient's blood pressure dropped and a large effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon and sternotomy. A large perforation, extending from the innominate, through the superior vena cava (svc), and into the ra, was discovered. Despite extensive efforts, the perforation kept extending every time a suture was placed, and the patient did not survive. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unknown. A3b.): patient gender unknown. A4): patient weight unknown. B7): other relevant history unknown. D4): device serial number unknown. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): perforation of vessels, great vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.